Event description:
It was reported to boston scientific corporation in late 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed the day prior. According to the complainant, "the locking tab was broken" and it would not lock. Procedure completed with another of the same corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.